Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced slower than expected visual recovery post uneventful inlay procedure. The inlay was reported as being well centered. The patient was placed on a postoperative topical eye drop regimen of aggressive steroids, antibiotics, and tear drops. Additional information received states that the patient experienced a foreign body sensation and blurry vision at the one day post-op visit. The patient was noted to have minimal pocket edema. The patient was seen approximately two weeks post-op and noted that the eyes feel dry, scratchy, and still having a foreign body sensation but the vision has improved. The patient was seen at the one month post-op visit and noted being happy with the vision but experiencing headaches around the left eye. The surgeon noted no edema or inflammation around the inlay. The patient is to continue the previously prescribed steroids and antibiotics. The patient was seen three months post-op and noted vision up close is great and has to use reading glasses in dim lights but overall happy with vision. The inlay was noted as being stable with no inflammation or edema.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. Log file for the date of treatment showed no abnormalities or deviations can be identified by the logfile review. The reported treatment was the ninth of the day, more than 2.5 hours after the energy check. This does not comply with the instructions for use. No abnormalities that could have contributed to this event were found during review of the device history records. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the device. The laser settings were as per recommended cut settings. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. There is no indication a device malfunction caused or contributed to the reported event. (B)(4).